Manufacturer narrative:
Covidien reference #: (B)(4).

Event description:
Receive info that an 840 ventilator had a cracked oxygen (02) sensor. The device was not in use on a patient when event occurred. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the 02 sensor. The unit passed extended self-testing.